Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 27mm aortic avalus ultra valve, it exhibited poor coaptation of the valve leaflets. The device was inspected prior to use and the procedure was not delayed. An echocardiogram was conducted, which showed favorable results, and the patient was reported to be doing well. It was stated that the surgeon was not concerned about the valve based on these findings. No treatment or intervention has been provided or planned.